Manufacturer narrative:
(B)(4). Additional information: further information was received from a nurse. On an unreported date, the patient followed improper technique. On (B)(6) 2012, the patient experienced peritonitis. Improper technique was considered to be cause of the peritonitis. It was unknown if the patient was retrained for the improper technique. On an unreported date, the patient recovered from the peritonitis. Corrected information: this complaint is now a report of use error - breach in aseptic technique and is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause could not be determined, since it is unsure why the patient had a breach in aseptic technique. A labeling review has been performed, finding that current labeling provides ample instructions related to the prevention of the suspected use error.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd4 2.5% therapy for continuous ambulatory peritoneal dialysis (capd). Action taken with dianeal therapy was not reported. During a call, the following was reported. On an unreported date in 2012, the patient experienced peritonitis. The cause of the peritonitis was not reported. Treatment was not reported. It was not reported if the patient recovered from the peritonitis. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.